Manufacturer narrative:
The customer returned the suspected contour next one meter. No test strips were returned, therefore, in-house contour next test strips from lot # 9fpec42a were used. An in-house testing was performed using the returned meter with in-house test strips, which gave satisfactory performance. All blood readings obtained during in-house testing were properly stored in meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR 1810909-2019-00523.

Event description:
A pharmacist called to report that the customer's blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The pharmacist was advised to return the meter for evaluation. Replacement meter kit and test strips were sent to the customer.